Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been sent to baxter for evaluation. A follow-up medwatch report will be submitted if the device is received at baxter or if additional information is available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report an infusor that had a leak. The event occurred during patient infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. A batch review has been performed. All release criteria were met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 806:10. The event occurred during infusion. There was no adverse event patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 806:10 had occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown for this device.